Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's sys board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition caused by the device's system board. The system board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the ventilator inoperative condition was found to be caused by the slim stack connector on the daughter board being defective, causing a communication issue between the system board and the daughter board.

Event description:
The MFR rec'd info alleging a ventilator inoperative condition occurred. The device was no in pt use.